Manufacturer narrative:
The reagent lot number was 796456. The expiration date was not provided. The field service engineer found low pressure in the washes due to a bent water gallon pipe. Precision testing was performed and was acceptable. The quality controls and calibrations were evaluated and no problems were found. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. An example was provided of an initial glucose hk gen.3 result of 14.6 mg/dl and a repeat result of 103 mg/dl. The repeat result from a gem premier 5000 analyzer was 98 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.